Event description:
Boston scientific received information that this atrial lead was suspected fractured. The patient with this lead has an intrinsic atrial fibrillation heart rhythm. The device was programmed to vvir pacing mode. No lead revision has been performed as of this date and this lead will be further monitored. This lead was implanted in a sub-pectoral position. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.